Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During device change out, it was observed that the lead had dislodged. The lead was replaced when repositioning was unsuccessful.